Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular pace impedance averages 1451 ohms but is highly variable and intermittently exceeds 1900 ohms. There were 45 ventricular sensing integrity counters on (B)(6) 2016. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sensing integrity counters .

Event description:
It was reported that a lead alert triggered for oversensing on the right ventricular lead. The lead was reprogrammed and subsequently explanted and replaced. It was also thought that there was a grommet/setscrew problem on the device causing a sensing/detection problem. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.